Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, when the leads were connected to the pulse generator, crosstalk was observed. The patient was in atrial flutter and a cardioversion was performed. The device was reprogrammed and after the programming changes were made, the device did not oversense the crosstalk. The device was implanted. The patient would be monitored.